Event description:
During a cholecystectomy, there was a crack in the shaft of the scissors, and the metal was exposed. Device was removed from sterile field and there ws no adverse event. Unknown how case was completed.